Event description:
The customer reported that the sys would not make an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply cable assembly was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.